Event description:
The customer reported the ventilator alarmed vent inop. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Review of the device diagnostic history noted prior +-24/12 power fail occurrence and vent inop occurrence as reported. A +-24/12 volt power fail occurrence during use in normal ventilation operation may result in a shutdown or restart of the ventilator. The manufacturer's field service engineer confirmed the reported problem. The service engineer reported power supply voltages were in specification. The service engineer replaced the power supply to address the reported problem. Replacement of the backup battery was recommended but required customer approval not provided at time of service. Applicable final testing was completed to operating specifications.